Event description:
User facility reported a hysteroscopy revealed a uterine perforation following an attempted novasure ablation. Additional info was received on 09/12/2008 after followup. The physician did a dilatation and curettage (d&c), hysteroscopy, and a sounding using a metal sound prior to attempting the novasure procedure. It is not known if this perforation occurred during sounding or attempted ablation, and it is not known what instrument may have caused this perforation. We have been unable to obtain additional information.

Manufacturer narrative:
A review of the manufacturing records for the identified lot number and serial number revealed no abnormalities related to the reported information. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only, and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.